Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the aliquot drain, reagent probe and reagent mixer 4. The cse ran quick check, which passed. On a follow up visit, the cse replaced sample probe 3 (s3) and s3 mixer, performed auto alignments and checked s3 in diagnostics, which passed. The cse checked s3 and ran alignment test for bottom of cuvette, which passed. The cse ran all service methods for s3, which passed. The cse ran precision test on patient samples, which passed. The cause of the discordant, falsely depressed calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. Seven days later, the customer obtained additional discordant, falsely depressed ca results on six patient samples on the original dimension vista instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium results.